Event description:
It was reported via repair work order that the litter support brackets were broken/damaged which can cause the litter to lean. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.